Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify multiple electrical code #112 failures in the iabp's error logs. To address the issue, the stm replaced the coiled cable cord due to the observed error codes and then performed all functional and safety tests which passed to meet factory specifications. A preventive maintenance (pm) was performed after the repair was completed and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) shut down when the coil cable was stretched. There was no patient involvement; thus, no adverse event was reported.